Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, it was observed that the iab did not work in full automatic mode. The iab worked in semi-automatic mode and from the ECG module. It was noted that the fiber optic sensor could not be used. It stated on the screen that it was not calibrated and no pressure detected warning was given. The console then generated auto-fill failure and fiber optic sensor failure alarms. Therapy was continued using the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The extender tubing was also returned. Two catheter tubing kinks were observed at approximately 37.8cm & 76.5cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and was found to be within specifications. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. A 0.025" guidewire was inserted in the inner lumen and was found to be occluded with blood. Unable to clear occlusion. The reported event cannot be confirmed by the evaluation as the iab performed as intended. However, kinks to the catheter tubing may cause difficulty filling the iab. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).